Event description:
The user facility reported a 76-year-old female on an impella 5.5 due to cardiogenic shock. During support, the pump needed repositioning after patient was brought back to or due to low flows. A transesophageal echo (tee) showed the pump on the lateral wall, and the surgeon was able to reposition into appropriate mid-ventricular space. The patient remained stable. The patient was successfully explanted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Low pump flow: the cause of the issue was not determined as no product or logs were returned for analysis and limited clinical information was provided. Device in wrong position: the cause of the issue was not established as limited clinical information was provided on how pump became mispositioned. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
H6 code a140508 was inadvertently omitted on the initial manufacturer device report number.